Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. During preparation, a 2.25mm x 16mm synergy drug-eluting stent was about to be advanced on the guide catheter when it was noted that the body of the stent catheter was broken. The procedure was completed with another of the same device. There was no serious injury or adverse patient effects.

Event description:
It was reported that shaft break occurred. During preparation, a 2.25mm x 16mm synergy drug-eluting stent was about to be advanced on the guide catheter when it was noted that the body of the stent catheter was broken. The procedure was completed with another of the same device. There was no serious injury or adverse patient effects. It was further reported that the shaft break was less than 2mm from the hub and that the device never went inside the patient body.

Manufacturer narrative:
Device is a combination product.